Event description:
Boston scientific received information that this left ventricular (lv) lead was capped due to migration and high pacing threshold. The lv lead was surgically abandoned and was replaced with a new lead. No additional patient adverse effects were noted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.